Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital kept the device.

Event description:
A gamma nail ((B)(4), lot: k07f2fd) broke at the junction of lag screw.

Manufacturer narrative:
Referring to the product inquiry the long nail kit r1.5, ti, right gamma3® ø11x360mm x 120° is the only reported device and thus considered the primary product. The nail reported was not returned for examination. According to the sales rep ¿the nail is unavailable because hospital policy does not allow for the release of explanted items.¿ a review of the device history records revealed no discrepancies. The long nail kit was documented faultless prior to distribution. The case presents a nail breakage in a (B)(6) female patient. The nail was implanted on (B)(6) 2015 and explanted on (B)(6) 2016. According to the ¿event details¿ the issue occurred about 1 year post-op; the x-ray which shows the broken nail is dated (B)(6) 2016, which means that the revision surgery was performed 48 days after the (known) nail breakage. The sales rep stated on request of further detailed information: ¿I was finally able to get a post-op x-ray from the surgeon. I don't think I will be able to get more information.¿ based on the data given the root cause of the reported event is likely to be found in overload due to non-union of the fracture site after implantation duration of approx. One year. Nevertheless, in absence of the nail in question the exact root cause of the event could not be determined.

Event description:
A gamma nail (ref: 3420-1360s, lot: k07f2fd) broke at the junction of lag screw.